Manufacturer narrative:
This report was determined to be duplicate information to manufacturer report number # 2916596-2019-02542.

Manufacturer narrative:
Previous infection admission referenced in MFR# 2916596-2019-02542. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient developed corynebacterium durum/aurimucosum and staphylococcus epidermidis infection. A smear was taken from artificial heart on (B)(6) 2019 positive for bacterial strains. Blood lab values showed increased inflammatory values.